Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (inj) injection (2 grams per 5 days, route not reported), fortum inj (1 gram once a day) and heparin inj (dose, frequency and route not reported). At the time of this report, the patient was still undergoing treatment for the peritonitis and dianeal therapies were ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).